Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the guidezilla broke. The 90% stenosed target lesion was located in a moderately calcified and moderately tortuous right coronary artery (rca). A guidezilla¿ guide extension catheter was selected for use. During procedure, the guidezilla¿ was already introduced to the patient twice. Furthermore the physician wanted to use it for the third time; however, before introduced into the patient it was noticed that the device was broken. The procedure was completed with another of the same device. There were no complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the guidezilla guide extension catheter was returned in two pieces. The shaft, collar, and tip were microscopically examined. There was blood on the inside and outside of the shaft. The shaft was detached/separated at the collar. The ptfe and some shaft material from the collar were pulled out of the collar and attached to the distal shaft. There were numerous kinks throughout the shaft and majority of the shaft was flattened. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the guidezilla broke. The 90% stenosed target lesion was located in a moderately calcified and moderately tortuous right coronary artery (rca). A guidezilla¿ guide extension catheter was selected for use. During procedure, the guidezilla¿ was already introduced to the patient twice. Furthermore the physician wanted to use it for the third time; however, before introduced into the patient it was noticed that the device was broken. The procedure was completed with another of the same device. There were no complications reported and the patient's status was stable.